Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting; therefore, no additional information was able to be obtained.